Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade unknown". Later, healthcare professional reported capsular contracture baker grade IV. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and non penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: h3, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2, d4, d9, g4, h3, h4, h6. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade unknown". Later, healthcare professional reported capsular contracture baker grade IV. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture" and "capsular contracture" grade IV. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "capsular contracture" grade IV. Clarification to partial date of implant: 2012 was provided. Clarification to d4 device info: "allergan low profile 650cc" was provided. Cont. E1 phone numbers: (B)(6).

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade unknown". Later, healthcare professional reported capsular contracture baker grade IV. This record is for the right side. Device was explanted and replaced.